Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of fluid intrusion was confirmed through physical inspection of the device. The device investigation found corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. Any pt involvement, injury or medical intervention is unk.